Manufacturer narrative:
Initial reporter occupation: specialty logistics tech, supply chain. Additional reporter: dr. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 72.6cm and 67.6cm from the iab tip. The technician was able to successfully aspirate the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The one-way valve was vacuum tested, and it held vacuum. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon insertion, the intra-aortic balloon (iab) would not aspirate blood. The customer assumed the central lumen was clogged. They abandoned use of iab and inserted a new one without further issue. There was no patient harm or adverse event reported.